Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotate within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber tip broke and detached in the patient's body at 325,895 joules and 44 minutes of use. The fiber was not cleaned during the procedure. The doctor emptied the bladder and flushed the tip out. The fiber was exchanged and the case was completed with a second fiber. No patient or user harm occurred due to this event.

Event description:
It was reported that during a procedure the fiber tip broke and detached in the patient's body. The doctor emptied the bladder and flushed the tip out. The fiber was exchanged and the case was completed with a second fiber. No patient or user harm occurred due to this event.